Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k12043, h11e09049 and h11h09050. No exceptions were observed that were related to the reported condition. A batch review was performed for h11c31030 and an exception was noted. There is no evidence to support association to the reported problem. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from (B)(6) and is a spontaneous report from a consumer with supplemental information from a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date, the patient experienced low blood pressure which resulted in hospitalization on (B)(6) 2011. Treatment for the low blood pressure was not reported. The patient was placed on antibiotic treatment (indication, name, route, dose, form, frequency, start date and duration were not reported). The causes of the peritonitis and the low blood pressure were unknown. At the time of this report the patient had not recovered from the event of peritonitis, was recovering from the event of low blood pressure, and remained hospitalized. Therapy with dianeal was ongoing. The nurse stated that the event of low blood pressure was not related to dianeal therapy and on followup could not confirm the patient had experienced the event of peritonitis. The consumer did not provide an opinion of causality for the peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 6 of 6 involved in this peritonitis event.